Event description:
(B)(4)

Manufacturer narrative:
(B)(4). It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all info has been forwarded to the actual MFR, b braun (B)(4) and their investigation is on going at this time. A follow up report will be provided when the evaluation results become available.